Event description:
A report was received stating an endobronchial tube's cuff did not inflate following intubation. Recannulation of the patient was required. There was no report of patient harm or injury. There is no death or serious injury associated with this event. The cuff was reported to have passed prior to use testing.

Manufacturer narrative:
(B)(4). The device lot number was not provided. Therefore, a review of the devices history will not be conducted.